Manufacturer narrative:
(B)(4). The device was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2018 from a skilled nursing facility due to complaints of chest pain, shortness of breath and the lvad alarming. Review of device history showed low voltage advisories and low voltage with no external power alarms. Log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed 4 no external power alarms. Based on the voltage readings, it was suspected that the alarms were caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. At the time of the events, the internal battery provided power to the pump as designed. The mpu power source was re-established promptly. The customer was advised to replace the mpu. On (B)(6) 2018, the vad coordinator reported that she inspected the mpu and saw no obvious signs of damage. The patient¿s vad system was connected to the mpu for a couple of hours and was no alarms were reproduced. The patient¿s mpu was replaced with one with a ac locking power cord. No additional information was provided.